Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a decompression surgery at l3-l4 and l4-l5 using interspinous spacers at each level. It was reported that 3 days post-op, the patient began suffering from pain of "moderate" severity that "somewhat interfered with daily activities". The post-operative report stated that medical intervention was required and the event was resolved approximately 5 weeks post-op.